Event description:
The patients test results indicated elevated cobalt/chrom levels. Surgeon performed revision surgery on the patient to remove the pinnacle mom implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the provided product and lot combinations except for the pinn mtl ins. A search of the complaint databases found only one other report against the (B)(4) pinnacle mtl ins lot 2744557. The as400 lot traceability for (B)(4) pinnacle mtl ins lot 2744557 shows 9 other units have been delivered / billed to end customers and presumed implanted. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the matrix related items and complaint samples proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.